Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose (bg) value of 588 mg/dl and current blood glucose value: 300 mg/dl. Customer was admitted to the hospital due to dka (diabetic ketoacidosis). The length of hospitalization was less than 24 hours. Bg value when admitted to hospital: 588 mg/dl. Customer was not tested for ketones. Troubleshooting was performed and found that the customer¿s high bg was treated with IV (intravenous) drip. The customer reported sensor issue was reason for high blood glucose. The customer reported symptoms at the time of hospitalization event extremity pain/cramps, abdominal pain. It was unknown insulin pump on auto mode or not at the time of incident. It was unknown whether the customer using insulin pump system within 48 hours of reported high blood glucose event. The insulin delivery was not suspended due to sensor glucose (sg) vs blood glucose (bg) difference. The customer experienced difference between sg and bg not within the target range sensor glucose (sg) value from reported event: 40.00 mg/dl. Blood glucose (bg) value from reported event: 588.00 mg/dl. Difference in value between sg and bg: 548.00 md/dl. No further patient complications were reported. The product mmt-1880 will be return for analysis. The products mmt-7020la, mmt-332a will not be return for analysis.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 23-dec-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 23-dec-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6)2024 00:00:00.000 dailytotalofallinsulindelivered: 22750 (2.275 u) dailytotalofbasalinsulindelivered: 22750 (2.275 u) dailytotalofbolusinsulindelivered: 0 (0 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 23-dec-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6)2024 18:57:00.000 (B)(6)2024 16:55:00.000 (B)(6)2024 17:05:00.000 (B)(6)2024 05:12:00.000, (B)(6)2024 05:22:00.000, (B)(6)2024 05:02:00.000 (B)(6)2024 18:52:00.000 (B)(6)2024 09:37:00.000, (B)(6)2024 09:47:00.000 (B)(6)2024 10:48:00.000 (B)(6)2024 12:27:00.000, (B)(6)2024 12:37:00.000 sgcalibrationerror (776) was found on: (B)(6)2024 18:07:25.000 lostsensor2alert (781) was found on: (B)(6)2024 10:14:00.000 (B)(6)2024 11:04:00.000, (B)(6)2024 11:14:00.000 sensorerroralert (801) was found on: (B)(6)2024 11:16:19.000 (B)(6)2024 12:16:18.000 (B)(6)2024 15:31:19.000 (B)(6)2024 16:06:18.000, (B)(6)2024 16:41:17.000, (B)(6)2024 16:51:00.000 (B)(6)2024 13:31:21.000 (B)(6)2024 14:06:20.000, (B)(6)2024 14:41:21.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 97 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. No sensor glucose/blood glucose (sg/bg) anomaly noted during testing. Insert battery alarm was found on: (B)(6)2024 12:45:29.000, (B)(6)2024 12:55:00.000 (B)(6)2024 16:24:52.000 pump error 23 alarm was found on: (B)(6)2024 12:56:04.000 (B)(6)2024 16:26:00.000 power loss alarm was found on: (B)(6)2024 12:56:23.000, (B)(6)2024 12:56:31.000 (B)(6)2024 16:26:18.000, (B)(6)2024 16:26:26.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for sensor glucose/blood glucose (sg/bg) anomaly and high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.